Event description:
The customer reported that the housing for their pump in style power adapter was cracked in half and that the inner electronics were exposed.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, the customer stated that the housing of the transformer came apart at the seams when she was taking it out of the wall socket. The customer stated that there were no injuries as a result of the issue. The customer also indicated that she would return the original product, however, as of the date of this report the original product has not been received. Should the original product be received resulting in new, changed, or corrected information, a follow up report will be filed at that time. Though the original product has not been evaluated, this issue with a damaged transformer housing for the pump in style device was adpressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.